Event description:
The device was returned from the user facility and labelled "for repair,' with no further information. After service analysis of the device, a broken tip was discovered. Additional information has been requested from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
No new information.